Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. After a non-bsc guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to perform plain old balloon angioplasty (poba). However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and poba was completed with another 4mm x 40mm x 146cm coyote¿ es balloon catheter. Subsequently, a 5mm x 40mm non-bsc scoring balloon catheter was used for post-dilatation and the procedure was completed. No patient complications were reported.